Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was receiving low readings on her sensor and her insulin pump was going into a threshold suspend state. The customer stated that she checked her blood glucose, which was 156 mg/dl and significantly different from the sensor reading of 59 mg/dl. The customer stated she treated with a bolus delivery, took the insulin pump off threshold suspend and went back to sleep. The customer stated the alarm went off again, her blood glucose was 143 mg/dl. This happened twice more, with subsequent blood glucose of 100 mg/dl and 83 mg/dl, and then the communication between the insulin pump and sensor stopped. At the time of the report, the customer's blood glucose was 101 mg/dl and the sensor reading was 136 mg/dl. Proper insertion techniques were reviewed. The customer stated she had noticed bent sensor cannulas in the past. Nothing further was reported.